Event description:
A hospital reported to our distributor that water had exceeded the limit line of an mr290 autofeed humidification chamber and flowed into the attached breathing circuit 'because the float did not work properly.' No pt consequence was reported.

Manufacturer narrative:
A visual inspection and mechanical test was done on the returned device. Results: when the chamber was inverted, the primary float remained pressed against the aluminium base. When the chamber was connected to a water bag, the primary float operated correctly, stopping the water just below the maximum fill line. Conclusion: the non movement of the float when the chamber was inverted indicates there was a float malfunction due to a valve misalignment. However when water was added the float operated normally. It is possible vibration during testing realigned the float valve, allowing the floats to operate again. The mr 290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.00132%.